Manufacturer narrative:
The manufacturer previously filed this complaint as part of recall but it is not part of recall and no recall number needs to be provided.

Manufacturer narrative:
The manufacturer previously became aware of allegations, that a dreamstation bipap st30 was returned to a third-party service center. The technician confirmed technical findings like corrosion in device, corrosion in connector and connector oxide in the device. Modem flipdoor is missing. There was no report of patient harm or injury. The device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. The manufacturer received new information - analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of allegations, that a dreamstation bipap st30 was returned to a third-party service center. The technician confirmed technical findings like corrosion in device, corrosion in connector and connector oxide in the device. Modem flipdoor is missing. There was no report of patient harm or injury. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.